Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error alarm and the insulin pump was damaged. The customer¿s blood glucose level was 10 mmol/l. The customer states the pump error alarm occurred twice as well as had a crack on pump case. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. No history pointers failed or trace pointers are invalid alarms noted during testing. Device received with cracked case(battery tube) and cracked case near belt clip rail corner. (B)(4).